Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 12 cm and 13 cm graduation mark. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that patient send from home nutrition for assessment of leaking PICC. PICC inserted at (B)(6) hospital on (B)(6) 2023. R cephalic 37 cm to mid svc (per kim ggh). Pt states leaking x look. On removal, noted pinhole at 12-13 cm mark. New PICC inserted. Internal measurement 37 cm, external 0 cm. No adverse events reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that patient send from home nutrition for assessment of leaking PICC. PICC inserted at (B)(6) hospital on (B)(6) 2023. R cephalic 37 cm to mid svc (per kim ggh). Pt states leaking x look. On removal, noted pinhole at 12-13 cm mark. New PICC inserted. Internal measurement 37 cm, external 0 cm. No adverse events reported. No other information was provided.